Manufacturer narrative:
Concomitant medical products: 6930-65 lead, implanted: (B)(6) 2006; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead impedance was found to be low during an elective generator replacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.